Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Maximum temperature recorded on the head of the attachment during under load testing did exceeded iso 13732-1 and es-1104 for maximum allowable temperature. The attachment stopped working after 47 seconds of under load testing. Cap end bearing failure, free roaming ball bearings and excessive debris most likely created friction within the head which resulted in temperature increase. It is reasonable to suspect gear function was compromised by the added debris inside the head which is evident from significant wear on the teeth of the gears. Wobble and/or vibration within the head cavity could have added stress to the spray nut, encouraging the detachment of the manifold.

Event description:
In this event a doctor reported that an estylus 1:5 ca attachment overheated. There was no injury or intervention.